Manufacturer narrative:
Pump received with no button response due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. No damage on keypad traces noted. Unable to perform functional check including rewind and basic occlusion, occlusion, prime/delivery, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to no button response. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call to have moisture under display screen. Customer was not sure how issue occurred. Customer's blood glucose was 140 mg/dl. Customer was advised that insulin pump would need to be replaced.